Event description:
It was reported that the customer's insulin pump was damaged in a car accident and no longer functional. His blood glucose was unknown at the time of reporting, but he suspected it was in the normal range as his doctor did not tell him otherwise. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, error and self tests. All operating currents were within specification. The off no power alarm functioned properly, and no battery icon anomaly was noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The pump was unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The pump also had cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip, minor scratches on the display window, and a stripped battery cap at the coin slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.